Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the blood sampling valve (bsv) probe was bent. The bsv, which includes the probe, was replaced to resolve the leak. The fse also replaced a non-working sensor (fd2) to resolve the instrument errors. The instrument was verified to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer in which diluent leaked from the probe wash and probe onto the bellow during instrument startup. The instrument also generated errors indicating a white blood cell (wbc) count bath overflow. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.